Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. It was noted the rv capture threshold measured greater than 2.5v (B)(6) 2014 through (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited no capture at maximum outputs. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.